Event description:
As reported by the user facility: tpn therapy with prescribed vtbi 625ml with prescribed rate of 26ml/h. 1940hrs- during hourly io (intake/output) checks for patient, IV tpn nutriflex omega 625mls pump's remaining runtime noted to be 12 hours 6 minutes, vtbi (volume to be infused) to be at 314.5mlmls. Tpn was noted to be due for completion at 0800hrs instead of 1700hrs the following day.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: investigation results: history inspection: the device history files were read and analyzed. The device history from 2026-04-01 was investigated. The flow rate was set to 26ml/h and restarted.according to the history files, the over infusion was caused by a wrong flow rate setting at start of the therapy at 05:02pm. The defect could not be confirmed during the history analysis. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # (B)(4), (B)(4), (B)(4) we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.